Manufacturer narrative:
The initial reported event was for a fractured coil delivery wire and the initial investigation was noted as indicative of the incorrect detachment technique leading to (B)(4) being initiated to address a new hazard/harm. However it has been determined that the issue does not warrant nc escalation and the nc has been cancelled. Investigation analysis confirmed that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer and/or expected by the user.

Event description:
Analysis of the returned device noted that the coil delivery wire was broken/fractured. No consequences to the patient were reported.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that the delivery wire was kinked/bent and broken/ fractured. The proximal contact was detached/ separated, main coil was kinked, stretched and was protruding from the distal end of the microcatheter. The delivery wire showed evidence of arcing which was indicative of incorrect detachment and (B)(4) has been initiated to further investigate this issue. Functional testing could not be performed due to the damaged condition of the returned device. Information available and device analysis confirmed there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer and/or expected by the user. Based on the information available, an assignable cause of use error was assigned to this event.

Event description:
Analysis of the returned device noted that the coil delivery wire was broken/ fractured. No consequences to the patient were reported.